Event description:
It was reported that on an unknown date, in a recent tibial nail fracture case, the surgeon experienced some challenges with the tna nail. After the reaming rod was fully inserted, the surgeon needed to re-seat the nail. The distal portion of the peek inlay in the nail ended up coming into contact with the reaming rod, and splitting into pieces. They removed that first tna nail, and inserted a second, new tna nail. The reaming rod was fully inserted at this point. They were able to insert the nail over the distal portion of the peek inlay, but once they had inserted it to the point where the reaming rod was coming into contact with the proximal portion, the rod was ¿stuck¿ on the inlay (meaning they could not get the reaming rod centered within the ID of the peek inlay). They were able to use a hemostat through the instrumented end of the tna nail to ¿center¿ the reaming rod and eventually get the nail fully inserted. No further information was provided. This report involves one tibial nail-advanced / 9mm 300mm / sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.